Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h6 as reported, the saber 5mm 4cm ruptured and broke. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile saber 5mm x 4cm 155 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing a complete burst of the balloon as received for analysis. Additionally, the proximal section of the device was not present. Functional analysis could not be performed due to the condition of the device as received. Sem results showed the balloon of the saber device presented a complete burst condition along with scratch marks near ends of the ruptured area. These types of damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could probably led to the burst condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82234585 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and subsequent findings of "body/shaft separated¿ were confirmed due to the condition of the product received as the proximal portion of the balloon was not returned. However, the exact cause of the balloon burst/separation could not be determined. Sem analysis revealed scratch marks on the external surface of the balloon at the ends of the balloon material. Based on the information available for review it is likely vessel characteristics and procedural factors contributed to the separation of the device. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber 5mm 4cm ruptured and broke. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the saber 5mm 4cm ruptured and broke. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the saber 5mm 4cm ruptured and broke. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82234585 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the saber 5mm 4cm ruptured and broke. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82234585 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the saber 5mm 4cm ruptured and broke. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, and h10. The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.